Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display was white. Reportedly, this display issue made the screen unreadable. Additionally, was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose level was 94 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.